Event description:
In 2008, the pt reported that the plunger of her insulin cartridge became stuck to the piston rod of the infusion device causing a full vial of insulin to spill into the cartridge compartment. The pt was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.